Event description:
It was reported that during an in clinic device check, a high impedance message was observed related to this electrode. A health care professional (hcp) indicated an electrode fracture was suspected. An invasive procedure was performed one week later. The electrode was successfully explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.